Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported after implanting an intraocular lens (iol) a foreign substance was seen on the optic. The lens was removed and replaced. No patient impact was reported. Additional information was requested.